Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 124 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. Customer doesn't have pens and advised to go to hospital.